Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed displacement test and self test. Insulin pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.